Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It as reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified aorta. During graft bonding, a 33x7/2x100 equalizer¿ catheter balloon was advanced for dilatation, but the balloon ruptured. The device was completely removed and the procedure was not completed. No patient complications were reported.